Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, capture thresholds increase, and impedance decrease. Evidence suggests a lead issue. The health care facility is contacting the patient for further evaluation. The lead remains in service. No adverse patient effects were reported.